Event description:
The customer reported having unexplained low blood glucose of less than 40mg/dl, and she has treated with food. The caller stated that the infusion set was changed the day before calling. Troubleshooting was performed. Reviewed the programming and it was correct. The customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to an MRI. Performed the displacement test and passed. The customer stated that the insulin pump was suspended when she was getting the insulin because her glucose level was dropping. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.